Event description:
It was reported by the affiliate that the (1) mcm20 was used during an unknown procedure. It was reported that the clips would not feed. It was reported that the case was completed with another device and with no pt consequence.